Manufacturer narrative:
A check of the mfg papers showed no deviations of the specs. This report will be amended when our investigation is complete.

Event description:
It was reported that the durom cup was fixed in acetabulum and after unlocking the screw of cup holder the 3 crimper of cup holder were not releasing the cup. Then finally, the cup was taken out from acetabulum, but could not release the cup from cup holder. Surgery was delayed for 1 hour.